Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. The manufacturer representative had been told that the patient was flipping the implantable neurostimulator (ins) while implanted in the pocket. The health care provider (hcp) performed a procedure to suture the battery down better using a 0 vicryl. An x-ray was taken (date unknown at this time) and the lead has migrated down (caudal). The hcp believed that this was due to the patient flipping the battery. It was reported that the patient was not receiving stimulation where they needed it. Reprogramming was done on (B)(6) 2020 and another reprogramming was scheduled for (B)(6) 2020. During the programming appointment on (B)(6) 2020 lead revision would be discussed. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had not lost weight. Reprogramming did not resolve the issues of the patient not feeling stimulation in the back. A lead revision was discussed in which the patient will think about that option over the next 3-4 weeks as no surgeries are being done at this time. The provided information was made known to dr. (B)(6) (trialing physician). Dr. (B)(6) manages the patient and dr. (B)(6) is the implanting physician. At this time, they are awaiting the patients decision on a lead revision. No further complications were reported.